Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. The home patient reported that they woke to the homechoice machine alarming. The home patient reported that the patient line was disconnected from their transfer set and the transfer set was closed. The home patient stated that they accidently rolled over causing the patient line to disconnect and their transfer set to close. After receiving the system error alarm the home patient reports that they reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapay. No patient injury or medical intervention was associated with this incident, per the home patient.